Event description:
It was reported the pt underwent double valve replacement surgery receiving two sjm mechanical valves, one in the mitral position and another in the aortic position. The aortic valve was explanted due to pannus ingrowth. Additional info has been requested.